Event description:
New information notes that programming changes will be made when patient present to next follow-up visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate noise reversion consistently on (B)(6) 2019 were observed. The egm showed a depressed baseline, not true noise. It was discussed that the device was oversensing an internal test and programming changes were suggested. Patient will return for evaluation. No patient symptoms were reported.